Manufacturer narrative:
(B)(6). One 4.5mm flexible endoscopic drill was returned for evaluation. A visual assessment of the drill confirmed the reported breakage. The drill has broken where double helix transitions. The device was sent to the supplier for evaluation. The supplier confirmed the breakage. The device was found to meet dimensional and material specifications per print. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During the acl reconstruction, the bone tunnel for am bundle was successfully made with this drill, and then was broken when the surgeon tried to make the bone tunnel for pl bundle. Since the bone tunnel had already been accomplished when it broke, no back-up device was needed. The broken tip was removed when the flexible passing pin was pulled back. It was used in positive rotation. No patient injury or other complications were reported.